Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Reportedly, the customer alleged that pump software did not "deliver a bolus." The customer experienced an elevated blood glucose (bg) level of 400 mg/dl with high ketones. The customer administered a manual injection and bolus via the pump to address bg level and was treated with intravenous fluids of saline and insulin while hospitalized. The customer was discharged from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.